Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).